Event description:
The customer reported that the system displayed a collimator iris failure and the sys would not boot up. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge rep evaluated the sys but no conclusion can be drawn as further repair information is not available.